Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating the issue was not resolved. Both their neurologist and a manufacturing representative had looked at the device and found it was working as intended; they could not determine what was causing the issue. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Event date approximate.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that their left side ins used to take much longer to charge, as now it would be finished charging in 2-3 minutes. The right side ins would take its usual amount of time to charge and there were no issues there. This recharging issue had been going on for approximately 1 and a half weeks. The patient also reported coupling issues, indicating the coupling bars were intermittent and they would go from having all 8 bars to having 0 without moving. They indicated they usually lose 2-4 bars at a time. The patient had been having symptoms of tremors and balance issues for over a month as well. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.